Event description:
It was reported that there was a latitude alert for high shock impedance. The shock impedance was 230 ohms. Technical services discussed bringing the patient in for testing. There were no adverse patient effects. The system remains implanted.